Manufacturer narrative:
The device is expected to be returned to quest medical for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered with the console. The report states that the console displayed ec179 during bypass on the last maintenance dose. They were able to remove the clamp sooner than expected without patient complications.

Manufacturer narrative:
The device was evaluated and the reported complaint condition was duplicated. The motor driver board was replaced to correct the error code and the console successfully passed all operational verification testing.